Event description:
The customer called terumo bct customer support to report that during a continuous mononuclear cell collection (cmnc) procedure there were air bubbles in the blood warmer tubing and some went to patient. The first time they were able to disconnect and purge it into a sterile 4x4 and reconnect the patient. The customer made sure the leur connection was tight and then connected the blood warmer tubing when instructed to prime the tubing. The patient did not receive air and they stopped the procedure before the patient received air. Per the customer, the patient didn't received air prior to purging the air from the system or at any time. There were no alarms. All leurs were tight and there was no clotting per the customer, the patient is "fine".

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Corrected information is provided in d.9 and h.3. Investigation: a used optia set containing blood was returned. Blood warmer tubing was attached to the set. It was noted that blood had circulated throughout the set. The channel and return reservoir were full of blood. The disposable set was visually evaluated for any mis-assembly, leak location, or defect that could have contributed to the reported incident with no anomalies observed. All pressure sensors were inspected and determined to be functioning properly. Hemostats, gravity, and water pressurized via syringe were used to manipulate fluid throughout the set and no fluid flow or line obstruction issues were noted. All witness and wear marks indicate individual loop and channel components were properly loaded. The customer submitted three photographs to aid the investigation. All three pictures show the blood warmer tubing, attached to the return line and on the blood warmer, and confirm many air bubbles to be present. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. Investigation is in process, a follow-up report will be provided.

Event description:
The customer called terumo bct customer support to report that during a continuous mononuclear cell collection (cmnc) procedure there were air bubbles in the blood warmer tubing and some went to patient. The first time they were able to disconnect and purge it into a sterile 4x4 and reconnect the patient. The customer made sure the leur connection was tight and then connected the blood warmer tubing when instructed to prime the tubing. The patient did not receive air and they stopped the procedure before the patient received air. Per the customer, the patient didn't received air prior to purging the air from the system or at any time. There were no alarms. All leurs were tight and there was no clotting per the customer, the patient is "fine."

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and investigation: a used optia set containing blood was returned. Blood warmer tubing was attached to the set. It was noted that blood had circulated throughout the set. The channel and return reservoir were full of blood. The disposable set was visually evaluated for any mis-assembly, leak location, or defect that could have contributed to the reported incident with no anomalies observed. All pressure sensors were inspected and determined to be functioning properly. Hemostats, gravity, and water pressurized via syringe were used to manipulate fluid throughout the set and no fluid flow or line obstruction issues were noted. All witness and wear marks indicate individual loop and channel components were properly loaded. The customer submitted three photographs to aid the investigation. All three pictures show the blood warmer tubing, attached to the return line and on the blood warmer, and confirm many air bubbles to be present. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed for this event. Review of the rdf and associated aim images does not show a clear root cause for the occurrence of air bubbles present in the blood warmer tubing. The rdf shows there was no alarm raised from return line air detector (rlad) for air in the return line. The rlad is located on the bottom left corner of the return pump, inside the return pump housing. It will constantly monitor for air flowing downstream of the return pump during procedural operation. If air is detected by this sensor during the procedure, an alarm will raise, and the pumps will be paused to perform air removal. If the rlad does not raise an alarm for air moving past it and the operator confirms there is air in the blood warmer tubing it is possible the air may have entered the tubing from the luer connection between the blood warmer tubing and the return line. It was confirmed with the rdf that the operator configured optia to use a blood warmer of 40 ml during this procedure. It is possible for air to enter the blood warmer tubing if the luer connection from the return line to the blood warmer tubing is placed 20 inches higher than the patient access site and/or if it is not tightly closed. In the case which air is introduced from the site of this luer connection then it cannot be detected by the rlad since it is terumobct.com downstream of the sensor near the return pump. Therefore, it is important to take the appropriate actions to prevent air from entering the blood warmer tubing. To do this, the operator should ensure the luer connection from the return line to the blood warmer tubing is tight and put the luer connection no higher than 20 in (50 cm) above the return access site. The customer confirmed the luer connection was tight during this procedure. The optia system has two safety mechanisms to detect air in the system and prevent it from being returned to the patient. The primary system is the reservoir level sensors which monitors the fluid level inside the reservoir before it is returned to the patient. The secondary safety mechanism is the return line air detector. Both safety systems were verified to be functional and did not indicate air was present in the set. On a systems level no issue with this optia was identified. All safety systems remained in place and the appropriate alarms were raised. The device was found to be operating as expected. There were no images or report of air being present in the idl kit return line before the blood warmer tubing. Aim image analysis showed clumping occurred in the channel connector at roughly 170 minutes into the procedure. Clumping interferes with proper separation in the connector and can lead to reduced collection efficiency and a high product hematocrit, as the target cells are not available on the interface for collection. The likelihood for platelet clumping to occur during a run is difficult to predict since it is not dependent on a specific platelet count and varies by patient. Therefore, every procedure should be observed for clumping in the connector and the collect port. If a clump is observed, it is best to eliminate it and stop the clotting cascade as quickly as possible by reducing the inlet:ac ratio to 8. The operator correctly lowered the inlet:ac ratio to address the clumping throughout the procedure. Root cause: a root cause assessment was performed for this complaint. Based on the available information a definitive root cause of the clumping could not be determined but it is likely due to one or a combination of the possible causes listed below: * the inlet/anti-coagulant ratios used in the procedure were inadequate to keep the extracorporeal circuit properly anti-coagulated, resulting in the activation of platelets. * activation of platelets as a result of the patient's physiology. Review of the dlog and associated aim images does not show a clear root cause for the occurrence of air bubbles present in the blood warmer tubing. Based on the available information a definitive root cause could not be determined but it is likely due to one or a combination of the possible causes listed below: * luer connection from the return line to the blood warmer is placed too high * luer connection from the return line to the blood warmer is not tightly closed * blood warmer equipment creates outgassing in the tubing when warming of the fluid passing through the warmer such as cold replacement fluid

Manufacturer narrative:
Investigation: a used optia set containing blood was returned. Blood warmer tubing was attached to the set. It was noted that blood had circulated throughout the set. The channel and return reservoir were full of blood. The disposable set was visually evaluated for any mis-assembly, leak location, or defect that could have contributed to the reported incident with no anomalies observed. All pressure sensors were inspected and determined to be functioning properly. Hemostats, gravity, and water pressurized via syringe were used to manipulate fluid throughout the set and no fluid flow or line obstruction issues were noted. All witness and wear marks indicate individual loop and channel components were properly loaded. The customer submitted three photographs to aid the investigation. All three pictures show the blood warmer tubing, attached to the return line and on the blood warmer, and confirm many air bubbles to be present. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed for this event. Review of the rdf and associated aim images does not show a clear root cause for the occurrence of air bubbles present in the blood warmer tubing. The rdf shows there was no alarm raised from return line air detector (rlad) for air in the return line. The rlad is located on the bottom left corner of the return pump, inside the return pump housing. It will constantly monitor for air flowing downstream of the return pump during procedural operation. If air is detected by this sensor during the procedure, an alarm will raise, and the pumps will be paused to perform air removal. If the rlad does not raise an alarm for air moving past it and the operator confirms there is air in the blood warmer tubing it is possible the air may have entered the tubing from the luer connection between the blood warmer tubing and the return line. It was confirmed with the rdf that the operator configured optia to use a blood warmer of 40 ml during this procedure. It is possible for air to enter the blood warmer tubing if the luer connection from the return line to the blood warmer tubing is placed 20 inches higher than the patient access site and/or if it is not tightly closed. In the case which air is introduced from the site of this luer connection then it cannot be detected by the rlad since it is terumobct.com downstream of the sensor near the return pump. Therefore, it is important to take the appropriate actions to prevent air from entering the blood warmer tubing. To do this, the operator should ensure the luer connection from the return line to the blood warmer tubing is tight and put the luer connection no higher than 20 in (50 cm) above the return access site. The customer confirmed the luer connection was tight during this procedure. The optia system has two safety mechanisms to detect air in the system and prevent it from being returned to the patient. The primary system is the reservoir level sensors which monitors the fluid level inside the reservoir before it is returned to the patient. The secondary safety mechanism is the return line air detector. Both safety systems were verified to be functional and did not indicate air was present in the set. On a systems level no issue with this optia was identified. All safety systems remained in place and the appropriate alarms were raised. The device was found to be operating as expected. There were no images or report of air being present in the idl kit return line before the blood warmer tubing. Aim image analysis showed clumping occurred in the channel connector at roughly 170 minutes into the procedure. Clumping interferes with proper separation in the connector and can lead to reduced collection efficiency and a high product hematocrit, as the target cells are not available on the interface for collection. The likelihood for platelet clumping to occur during a run is difficult to predict since it is not dependent on a specific platelet count and varies by patient. Therefore, every procedure should be observed for clumping in the connector and the collect port. If a clump is observed, it is best to eliminate it and stop the clotting cascade as quickly as possible by reducing the inlet: ac ratio to 8. The operator correctly lowered the inlet:ac ratio to address the clumping throughout the procedure. Investigation is in process, a follow-up report will be provided.

Event description:
The customer called terumo bct customer support to report that during a continuous mononuclear cell collection (cmnc) procedure there were air bubbles in the blood warmer tubing and some went to patient. The first time they were able to disconnect and purge it into a sterile 4x4 and reconnect the patient. The customer made sure the leur connection was tight and then connected the blood warmer tubing when instructed to prime the tubing. The patient did not receive air and they stopped the procedure before the patient received air. Per the customer, the patient didn't received air prior to purging the air from the system or at any time. There were no alarms. All leurs were tight and there was no clotting per the customer, the patient is "fine".

Event description:
The customer called terumo bct customer support to report that during a continuous mononuclear cell collection (cmnc) procedure there were air bubbles in the blood warmer tubing and some went to patient. The first time they were able to disconnect and purge it into a sterile 4x4 and reconnect the patient. The customer made sure the leur connection was tight and then connected the blood warmer tubing when instructed to prime the tubing. The patient did not receive air and they stopped the procedure before the patient received air. Per the customer, the patient didn't received air prior to purging the air from the system or at any time. There were no alarms. All leurs were tight and there was no clotting per the customer, the patient is "fine". Terumo bct is awaiting return of the disposable set for evaluation.

Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.